Event description:
It was reported that the surgeon performed a laparoscopic procedure on an obese pt in 2002. At the end of the procedure he instilled 300 ml of gynecare intergel. Shortly after the procedure pt began to experience persistent drainage of what the surgeon described as intergel from their umbilicus. This persisted for several weeks. The pt continued to experience pain above their umbilicus and was recently evaluated. A 6 cm mass was noted above the umbilicus. The area was incised and drained. It produced what appeared to be purulent material, however cultures were negative. The pt has recovered.